Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device will be investigated by a maquet service technician.a supplemental medwatch will bee submitted as soon as if additional information becomes available.

Event description:
It was reported that after one hour on support the touchscreen on the cardiohelp became "uncollabrated". The user says they had to touch the screen far off from the icons to operate. The user switched out the device and claims that the patient was off of support for 42 seconds. No reported patient effect or injury. (B)(4).

Manufacturer narrative:
(B)(4): the customer did not place a service request to maquet for this issue/device. Therefore no evidence of investigation or repair is available. It was stated in the original complaint details that the customer did manage to recalibrate the device themselves at a later stage. This may be the reason they decided they did not require the service after all. This complaint will therefore be closed, however it may be re-opened if any new relevant information is received.

Event description:
Ref: (B)(4). Customer ref: (B)(4).